Event description:
It was reported that patient in with a failed screw and sideplate. Surgeon revised

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available it will be reported on a supplemental report. (B)(4): device will not be returned.

Event description:
It was reported that patient in with a failed screw and sideplate. Surgeon revised.